Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 41-48 mg/dl at the time of incident and the current blood glucose level was 48 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. Customer was alleging the insulin pump was over delivering. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed the delivery accuracy test at 0.08710 inches.